Event description:
It was reported a serious injury occurred. During an left atrial appendage closure (laac) procedure, a versacross connect (vcc) laac kit was selected for use with a watchman fxd double curve access system (was). The physician went up with intracardiac echocardiography (ice) catheter and vcc. The patient's heart was very rotated and patient was 'yelling out in pain the whole time with every manipulation of the catheter'. The first attempt for transseptal puncture (tsp) was attempted but was unsuccessful. It was then attempted to reposition and a successful tsp was completed. After the second transseptal attempt and crossing with the was and ice, the patient began to cough up blood. The physician paused the procedure. Suction to get blood was performed and a wedge under the patient was placed. After a few minutes the patient seem to stabilize and the physician decided to proceed and complete the procedure. The patient is expected to fully recover.